Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient reports left side ¿bilateral capsular contracture, with intracapsular rupture on left breast device¿ and ¿is concerned about the recall¿. The device remains implanted.

Event description:
Patient reports left side ¿ capsular contracture, with intracapsular rupture on left breast device,¿ "small peri-implant liquid collection," "complex folds", ¿is concerned about the recall¿, swelling and pain. Also reported "shortness of breath." The device remains implanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Patient reports left side ¿bilateral capsular contracture, with intracapsular rupture on left breast device,¿ "small peri-implant liquid collection," "complex folds" and ¿is concerned about the recall¿. Also reported "shortness of breath." The device remains implanted.